Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted and blood/tissue visible inside helix. Removed tissue/blood with alcohol, found helix bent.

Event description:
It was reported that during the implant attempt, the helix would not extend after the third repositioning. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.